Event description:
It was reported that customer were hospitalized for diabetic ketoacidosis on unknown date. The customer also reported that the retainer ring on insulin pump fell off. The customer was not using insulin pump system prior or during the reported hospitalized event. The auto mode status was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.